Event description:
On (B)(6) 2012, the pt was operated on using mako's robotic arm interactive orthopedic system. It was discovered by the attending physician on post operative follow-up that the femoral checkpoint was inadvertently left in the pt. At this time the surgeon does not plan to remove the checkpoint because the pt has not complained or had any other complications due to the checkpoint.

Manufacturer narrative:
The checkpoints are devices that are temporarily inserted into the bone for the duration of the surgery in order to aid in navigation and confirmation of overall system accuracy. After investigation, it was determined that the medical staff failed to follow procedure in order to remove the checkpoints during the original surgery. There was no failure of the mako rio system, implant or the instrumentation. All mako devices performed and the surgery was successful. Product labeling, including the rio software interface, training materials, and instructions for use were reviewed and found to adequately contain proper warnings to ensure the checkpoints are removed prior to conclusion of the procedure.